Event description:
The surgeon implanted a collamer lens model cc4204bf and the posterior capsule tore after implantation. The lens dislocated and a vitrectomy was performed. It was indicated that the lens was cut in half prior to explant. There were no further pt injuries. The surgeon replaced the plate iol with a 3-pece lens. Additionally, the surgeon stated that there was no lens damage when the package was received. The model and lot numbers of the cartridge and injector were not specified by the facility.